Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a minicap transfer set disconnected from a minicap. This occurred during use. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.